Event description:
It was reported that the zimmer air dermatome loaner was skipping after initial use. Additional clinical follow up indicated that the dermatome would not remain flush with the donor site and would remove an area of tissue and then skip over an area repeatedly. The planned procedure was completed using the loaner dermatome, as this was the only dermatome available. It was further reported that the surgeon twice requested the dermatome blade be changed resulting in total of three blades being used to complete the procedure. It was reported that all three blades were used to harvest planned donor graft tissue sites. The rn verified there was no unplanned donor tissue harvested, and increased surgical time or surgical intervention required.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.